Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain of female") in an adult female patient who had essure inserted (lot no. 626285) for female sterilisation. The patient had a medical history of tonsillectomy in 2017, appendectomy in 1995 and dyspareunia and irregular periods. Previously administered products included: accomin multivitamin, albuterol sulfate, ascorbic acid, baclofen, carbinoxamine, cholecalciferol, glimepiride, ibuprofen, naratriptan, ondansetron, oxycodone, acetaminophen, promethazine, sertraline, tobramycin and tramadol. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy, essure removal, removal of adnexae on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: diagnosed problem on (B)(6) 2021: chronic pelvic pain of female. Laparoscopy, removal of adnexae (surgery) on (B)(6) 2021. Batch no: 626285. Manufacture date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2022: quality safety evaluation of product technical complaint; event chronic pelvic pain of female extracted after internal discussion (amendment). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal") in an adult female patient who had essure inserted (lot no. 626285) for female sterilisation. The patient had a medical history of tonsillectomy in 2017, appendectomy in 1995 and dyspareunia and irregular periods. Previously administered products included: accomin multivitamin, albuterol sulfate, ascorbic acid, baclofen, carbinoxamine, cholecalciferol, glimepiride, ibuprofen, naratriptan, ondansetron, oxycodone, acetaminophen, promethazine, sertraline, tobramycin and tramadol. As concurrent condition the report mentioned pelvic pain female since 2021. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: laparoscopy, surgical with removal of adnexae (surgery): (B)(6) 2021. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: plaintiff fact sheet received. Case became serious incident & valid. Event injury nos is replaced with medical device removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.